Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator when connected to ac (alternating current) and turned on, the alarm sounds as expected and the fan starts, but the monitor flickers and goes out and there were no leds (light-emitting diode). Furthermore there is no patient associated with the reported event.